Event description:
During a phacoemulsification procedure, the eye was trampolining and the capsule was ruptured. The doctor performed a vitrectomy and the lens was successfully implanted. No further problems were reported.